Event description:
Pt reported hair loss after a sleep study was conducted on her. Sleep study completed (B)(6) 2012, pt went to beautician on (B)(6) 2012 to get the remaining paste removed from her hair. According to the pt, everywhere there was paste, there was also hair loss.

Manufacturer narrative:
Reporter has been out of the office for a few weeks and has been unable to give us additional info as to the current condition of the pt. We will continue to follow up with her, but as our 30-day filing deadline is approaching, we will simply have to report what we know at this time. It is not uncommon for a pt to have some hair loss after electrodes have been stuck to the scalp for an extended period of time. We also know that the pt is on a long list of medications, many of which are known to also cause hair loss. Most likely it is a combination of the electrode paste, the treatment her beautician does on her hair, and the medications that she is on which has contributed to her hair loss. Pt currently taking the following medications: estradiol, synthroid, metformin, lipitor, omeprazole, cymbalta, levemir subq, novolog flexpen, lamictal, meclizine, spironolactone, torsemide, aspirin, phenytoin, docusate sodium, albuterol, losartan, coreg, nitrostat, saphris.